Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd stented balloon catheter. The balloon was tightly folded with the stent crimped on the balloon and there was blood in the wire lumen. Inspection revealed the proximal end of the stent was damaged and the tip was damaged. There was no evidence of any material or manufacturing deficiencies contributing to the tip damage or the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express sd renal/biliary stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.